Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle is broken and insertion tube is dent. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insertion tube is dent due to components failure of insertion tube and light guide bundle is broken due to component failure of distal end of the video telescope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer stated that the intended procedure was a therapeutic procedure, also, the event was first notice in pre-use inspection.

Event description:
It was reported that the subject device image was dark. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.